Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads and clik anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not able to charge her ipg. It was noted that the patient was having discomfort while charging ipg and the ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was not able to charge her ipg. It was noted that the patient was having discomfort while charging ipg and the ipg was non-functional. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was not able to charge her ipg. It was noted that the patient was having discomfort while charging ipg and the ipg was non-functional. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was not able to charge her ipg. It was noted that the patient was having discomfort while charging ipg and the ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was not able to charge her ipg. It was noted that the patient was having discomfort while charging ipg and the ipg was non-functional. The patient will undergo a revision procedure.